Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received treatment due to hypoglycemia. The patient's blood glucose level dropped to 3.1 mmol/l (55.8 mg/dl) while wearing the pod between 5 and 24 hours. The patient's legal guardian called the hospital and spoke to a nurse, who advised them to replace the pod and after the phone call the nurse went to the patient's home and assisted them in person. The nurse replaced the pod and the controller and the nurse had taken the pod and controller with her.